Event description:
It was reported that the patient experienced a lack of therapeutic effect. This started after having an MRI on friday august 22nd. During the MRI the patient's "stomach and back started to go crazy and was twitching". The patient was at home. Further information is being requested from the hcp.